Event description:
It was reported that removal difficulty occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.5mm x 15mm wolverine peripheral cutting balloon was used for treatment. After dilating the lesion, a resistance was encountered when attempting to deflate and remove the device from the lesion. The device was forcibly removed from the patient in a completely deflated state. The entire device was successfully removed but the shaft was noted to be stretched. The procedure was completed with no patient complications reported.

Event description:
It was reported that removal difficulty occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.5mm x 15mm wolverine peripheral cutting balloon was used for treatment. After dilating the lesion, a resistance was encountered when attempting to deflate and remove the device from the lesion. The device was forcibly removed from the patient in a completely deflated state. The entire device was successfully removed but the shaft was noted to be stretched. The procedure was completed with no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination of the shaft found multiple kinks. The shaft was also noted to be stretched. A visual examination of the balloon found no issues. An inflation/deflation test could not be carried out due to severe shaft damage. The markerbands and blades and tip section of the device were visually examined, and no issues were noted with the markerbands, blades or tip of the device. All blades were present and fully bonded to the balloon material.